Event description:
On 30 of jan 2008, the sales rep reported that both drivers in the kit were having difficulty threading into the screw head. There was no pt contact.

Manufacturer narrative:
This did not happen during surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Device manufacture date is unk. The sequoia drivers were recalled on 02/13/2008 and emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.